Event description:
It was reported surgical intervention was undertaken wherein the patients lead was explanted and replaced with a different model.

Manufacturer narrative:
Date of evet is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the lead migrated, which resulted in the patient only having stimulation in the left leg. The right leg was without stimulation. Surgical intervention to address the issue is slated to take place.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.